Manufacturer narrative:
Gtin: unknown. Attempted to call above individual, but phone number was incorrect. Email sent returned unsent with error message. Therefore, there is no way to contact the customer, verify complaint or confirm that there is a product available for return. The lot number was not provided; therefore, it is not possible to evaluate the device history records. At this time this complaint is considered to be closed. Should the customer contact us and/or the product be made available, this complaint will be re-opened and an investigation will be performed. Device not available.

Event description:
We received a call on (B)(6) 2015 from a phone number. From: (B)(4). A01451/512668, surgical strip. Description: hair found in packaging. On (B)(6) 2015 attempted to call above individual, but phone number was incorrect. Email sent returned unsent with error message. This may be related to a complaint reported via the product complaints report. That was placed from (B)(4) on (B)(6) 2015. When I contacted him however, he didn't remember placing any complaint. Also, he had no knowledge of the representative. The other representative had no further information.